Event description:
On (B)(6) 2010, the pt reported "the first 4 contacts worked fine, then on (B)(6), 2010 when I put in the 5th contact, I developed a serious eye infection, which has been diagnosed as a corneal ulcer." On (B)(6) 2010, the pt's primary eye care professional confirmed examining the pt on (B)(6) 2010. The pt presented with redness and pain in the left eye (os) after having slept in a contact lens (pt wears one lens os only; no correction in the right eye) the doctor noted the pt was "over-wearing" lenses. The pt was diagnosed with a corneal ulcer in the os and prescribed vigamox drops q1hr. The pt returned (B)(6) 2010 for follow up. The doctor noted that the pt "did not use the vigamox drops as directed through the night." The pt was referred to an ophthalmologist. On (B)(6) 2010, the treating ophthalmologist confirmed examining the pt for the first time on (B)(6) 2010. The doctor reported that the pt was "sleeping in lenses overnight". The pt was diagnosed with an infectious corneal ulcer os, with a hypopyon that covered 1/3 on the anterior chamber and a peripheral infiltrate that extended into the visual axis. The corneal ulcer was cultured and the results cultured positive for pseudomonas. The pt was treated with fortified antibiotics every hour x1 week then tapered to q2 grs. On (B)(6) 2010, the treating ophthalmologist responded to our requests for add'l info and indicated that the pt was currently using vigamox drops quid and fluorometholone drops in the os. The pt was last seen on (B)(6) 2010, doctor noted that the pt still has small epithelial defect and paracentral scar, impeding the visual axis. Doctor also stated that the pt is "still healing" and "may improve." No add'l info is available at this time. If add'l info is received, will report within 30 days of receipt. Two sealed blisters of product of the same lot were returned for eval. The parameters of the lenses were measured and visual inspection was performed. The lenses met company standard for base curve, center thickness, and diameter. A lot history review indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single user or reuse-section.